Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2014. The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported on an unknown date, the same month as onset, the patient was hospitalized for the event. Treatment was not reported. The cause of the peritonitis was unknown. On an unknown date the month after onset, the patient was discharged from the hospital. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 4 of 4 involved in this peritonitis event.